Event description:
An ophthalmologist reported via a ciba vision representative that a patient had experienced an abscess associated with wear of o2 optix contact lenses. The patient had purchased her lenses in a pack of soloptix containing o2 optix lenses and solocare aquify contact lens care solution (separate MDR provided for lens care products). Several requests have been made for additional information, however no further information is available.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this event is classified as a possible infectious corneal ulcer." As there was no product or lot number provided, no detailed investigation can be performed.